Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Investigation completed on (B)(6) 2011.

Manufacturer narrative:
(B)(4).the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have been slow to respond over the past 2 months, and now require excessive force to obtain a response. She noted that the buttons still click, but do not spring back when pressed. The patient denied physical damage to the keypad; denied exposing the pump to water and cleaning products; and stated that she wears the pump in various places with a case or a clip.